Event description:
The reporter indicated that the patient's pulse generator was explanted due to an infection. The associated bipolar lead was left in place. Attempts to obtain additional information have been unsuccessful to date.